Manufacturer narrative:
A complete analysis and testing of 1 opened and used enite sensor showed that it was functioning properly and passed all functional testing.

Event description:
It was reported that the customer's insulin pump was being prompted to threshold suspend by a discrepant sensor reading of 59 mg/dl, while her blood glucose was 153 mg/dl. Insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.